Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient presented to the emergency department with chest pain. Upon review significant right atrial (ra) lead undersensing was noted resulting in misclassification of ventricular events and possible inappropriate anti-tachycardia pacing (atp) and high voltage therapy. Additionally, ra lead undersensing was noted to result in inappropriate atrial pacing at times. It was also reported that lv output was lower than thresholds with possible loss of capture. Previous diaphragmatic stimulation was also noted. The ra lead and lv lead remain in use. No further patient complications have been reported as a result of this event.